Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. The incident sample was requested but the customer has indicated that it is not available for return. If the sample becomes available or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal and was thrown away.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. Date of follow-up report: 01/30/2017. The customer provided additional information regarding the issue.

Event description:
The customer additionally reported that end tones were heard when the issue with sealing occurred. There was no patient injury during the hysterectomy, and sutures were used to complete the sealing.